Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include maintenance procedure or component failure. The IFU offers further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, during npwt, the renasys tch device&power sply displayed a "collector full" alarm. When checked, the collector was completely empty, there was no problem with the tubing and the dressing was well sealed. The device was stopped and when restarting, a message appeared asking for "manufacturer maintenance". The device went back to therapy mode without any difficulty and did not alarm again, thus allowing the treatment to continue without changing the machine. The patient was not harmed.